Event description:
Edwards received notification that a 290023mm perimount valve implanted in the aortic position was explanted after an implant duration of approx. 7 years and 10 months. As reported, the valve was explanted after structural changes, severe aortic regurgitation and prolapse of non-coronary cusp of valve. The patient presented with very sick shortness of breath on exertion before the procedure. Surgeon had to replace the native mitral valve anyway so went in to replace aortic also. Patient had af thus replaced with mechanical valves both positions as was on warfarin anyway. The patient was noted as discharged home. The implant date is known only as "2013". Therefore, 31dec2013 is being used to calculate the minimum implant duration. As per product evaluation, customer report that valve was explanted due to structural changes could not be confirmed through visual observations. Minimal calcification and moderate host tissue were found. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1. All three leaflets were thickened and swollen near the commissures.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6 h3: evaluation summary: customer report that valve was explanted due to structural changes could not be confirmed through visual observations. X-ray demonstrated wireform intact and minimal calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 8mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1. All three leaflets were thickened and swollen near the commissures. Sewing ring was cut off around leaflets 1 and 3 and was returned with valve. Wireform was exposed on commissure 1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 290023mm perimount valve implanted in the aortic position was explanted after an implant duration of approx. 7 years and 10 months. As reported, the valve explanted after structural changes. Surgeon had to replace the native mitral valve anyway so went in to replace aortic also. Patient had af thus replaced with mechanical valves both positions as was on warfarin anyway. The implant date is known only as "2013". Therefore, (B)(6) 2013 is being used to calculate the minimum implant duration.